Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 139mg/dl at the time of the incident. It was reported that there was a crack on the reservoir compartment and that the ring was broken. It was reported that the insulin pump was neither bumped nor dropped, and that the customer does not recall how the damage happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to a missing retainer. The device had a missing reservoir tube o-ring, cracked keypad overlay at the select button, scratched case, and keypad overlay texture damage.